Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a device history record (DHR) review could not be conducted. There was no sample returned for investigation. However, the investigation was based on current production samples, which are same type and same size with the complaint device. From complaint description, it was reported the balloon failed to deflate. The catheters passed the requirements of the functionality test. Visual inspection conducted on the samples observed that there was no burst or crack found on the balloons. All samples met the required specifications. Based on investigation conducted, production samples are fully functional. The balloons were able to inflate and deflate without any difficulties faced. Furthermore, the catheters have passed the soak test, which is indicates no leak of water during catheterization. The catheters also passed reverse flow rate test which indicates no blockage of the drainage lumen. No other abnormalities were observed. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the catheter balloon failed to deflate. It was reported that the patient was not injured and was in good condition.

Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter balloon failed to deflate. It was reported that the patient was not injured and was in good condition.